Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bad reaction a week ago and the paramedics were called. The customer's blood glucose was treated with an insulin drip. The customer's blood glucose at time of call was 50mg/dl, and the caller stated that her low blood glucose has been all over the place since she came home from the hospital. Troubleshooting was performed, and the drive support cap appears to be normal. The spouse stated that the insulin pump was on suspend mode, but it keeps vibrating. Reviewed the programming and the settings were correct. No further information was provided.